Event description:
The manufacturer received information alleging a trilogy ev300 ventilator experienced a ventilator service error. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the error was confirmed. The service engineer stated that the oxygen blending module (obm) assembly was defective and the obm assembly valve was replaced to address the issue. No further investigation is required.